Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. No other samples, quality control, or other tests had any issues at the time or since the event. All instrument maintenance was up to date.

Event description:
The customer alleged they received a questionable n-terminal pro b-type natriuretic peptide (pbnp) result for one patient in their e601 analyzer. The customer stated the sample was not clotted nor had any interferences. The patient's initial pbnp result was 33.87 pg/ml and it was reported outside the laboratory. Based on the patient's result of 1572 pg/ml from a sample tested on (B)(6) 2014, the customer repeated the sample. The repeat result was 1417 pg/ml. The repeat result was considered correct and issued as a corrected report. No treatments were given and there were no adverse events. The pbnp reagent lot number was 17515003 and the expiration date was 04/30/2015. The field service representative could not find the cause. He checked the sampling, sipping, liquid level detection, and pressure voltages, and all were within specification. He performed a precision check.